Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer reported that the lot number of the circuits is unknown and no sample is available for evaluation as they have already been discarded. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the patient circuit developed a twist in it while the device was in use on a patient. The twist caused excessive water pooling, resulting in excessive paw, which required frequent adjustment. The user tried to straighten the circuit, but it would not maintain it's shape. The customer reported no patient harm or injury.